Event description:
At about 4 months after the primary, revision surgery due to cup mobilization identified on post-operative x-rays. The surgeon removed the cup, reamed up, implanted successfully a size bigger versafitcup cc trio cup and secured it with 1 screw.

Manufacturer narrative:
Batch review performed on 11 july 2023. Lot 2237189: (B)(4) manufactured and released on 05-jan-2023. Expiration date: 2027-12-14. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.